Manufacturer narrative:
A system service check of the avanta fluid management system, serial number 10031, was completed on march 25, 2020 which confirmed that the injector was operating within bayer specifications. The customer discarded the suspect disposables at the time of the incident however, they were able to provide a lot number for the single-patient disposable set (spat). The testing of a retain sample is pending. Once the evaluation is completed, a follow-up report will be submitted. The offer of additional applications training has been accepted by the customer and will be scheduled.

Event description:
On march 23, 2020, we received a report from our distributor that an adverse event had occurred. A (B)(6) year old male patient was undergoing a coronary angiogram and angioplasty for non-stemi acute coronary syndrome (acs). During the procedure, the patient purportedly suffered an air injection while connected to the avanta fluid management system. Upon review of the images, the physician observed an undisclosed amount of air within the left anterior descending (lad) artery. The patient's blood pressure began to drop at which time the physician administered 1mg of atropine and initiated a dopamine infusion after which the patient was reported to be in stable condition.

Manufacturer narrative:
Bayer product analysis received and examined a retained sample of the single-patient disposable set (spat), lot number 194601. Functional testing of the retained spat concluded that the disposables performed to specification with no problems observed. The avanta fluid management system operation manual cautions the user as follows: "warning: expel all air from the syringe, drip chambers, connectors, tubings, transducer, and catheter before connecting the system to the patient.". The site continues to use the avanta fluid management system after the reported event. No further issues were reported. This information does not constitute an admission that the device, the company or its employees caused or contributed to a reportable event.